Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the assembled tibial baseplate and stem would not sit down flush during attempted insertion. Another tibial baseplate was used without a stem to complete the procedure.